Event description:
It was reported to philips that the system could not acquire images. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the ippc, two image hard disks, and the fan assembly for the m-cabinet. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary diagnosis procedure. The procedure was delayed and completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system logfiles found that there was a malfunction with the lateral ippc. Upon troubleshooting actions, fse identified the os, the image disk had errors, and the lateral ippc was faulty. Fse replaced the ippc, image hard disks, and fan assembly in the m-cabinet and recreated the image store database for the frontal and lateral ippc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.